Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, high capture threshold and low sensing amplitude were observed when the physician was implanting the lead in the bundle of his. The lead was then implanted in the septum. The patient's condition was stable.